Event description:
A 13 yr old boy was in for minor knee operation, when pt vomited during anaesthesia which caused blockage of the device. Pt died under anaesthesia. No further info is available at this time. It should be noted that the device housing is transparent to allow any secretions in the housing to be immediately apparent. In addition, the instructions for use for the device includes a precaution to immediately remove the device if pt produces exudates or bleeding which enter the device.

Manufacturer narrative:
Device evaluation/analysis: from initial description: vomitting into device, which was placed in breathing circuit, indicates that breathing tube was improperly placed. Device label states that "if pt produces exudates or bleeding, which enters filter, then filter must be removed." User apparently did not adhere to that instruction. From limited info available, this event appears most likey caused by user error, not by device failure. This is only such report (vomitting in device) ever received for this type of device. Unless substantially significant info becomes available, this constitutes final report.